Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This event occured outside the USA, in croatia. On (B)(6) 2023, an injector from croatia notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with 1.2ml of teosyal rha 4 distributed bilaterally in the midface region (cheeks and deep pyriform fossa). Following the injection, on the same day, the patient presented with a vascular occlusion. The injector reported that after treating the left side of the face and finishing off with the left deep pyriform fossa, she noticed mottling of the skin and bluish discoloration in the area of distribution of the angular artery. The bluish discoloration progressed to the tip of the nose. The injector tested the capillary refill time and noticed it was reduced. Immediately, the injector decided to proceed with hyaluronidase injections (previous allergy tested), according to high pulse protocol. The patient received in total of 3 ampoules of hyaluronidase 1500 iu with 30 minutes of interval over a period of 6 hours. A clinical improvement was noticed immediately. The next day, the patient received another injection of hyaluronidase, because some mild mottling was still noticed in the nasolabial area and nasal ala. On (B)(6) 2023, the distributor informed us that a medical assistance was provided by a local medical expert. The patient was recovered and is now completely fine. On (B)(6) 2023, the local medical expert confirmed that the vascular occlusion was resolved. The complaint was considered closed.